Manufacturer narrative:
(B)(4).

Event description:
It was reported during an implantation procedure, the stylet became stuck inside the left ventricular lead. The lead was taken out and replaced with another left ventricular lead. No adverse consequences were reported during the surgery.

Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.